Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 350mg/dl. The caller stated that she was treated with an insulin drip. Troubleshooting was performed. The time, date, and settings were correct. Ran a fixed prime test and the insulin did exit. Performed a high pressure test and passed. Advised the customer to switch the infusion set and reservoir. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.